Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) performed full system verification as per sir (service installation record) and could not find any irregularities. System meets specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported multiple patients with intermittent trend of overcorrections post lasik surgery. The three surgeons that used the system have reportedly each noted overcorrections in the past four months. The clinical applications specialist (cas) reported the surgeons said they are overall happy with the device and no patients were unhappy. The overcorrections were minor. Additional information has been requested.